Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a rapidcross balloon with a 4.5 fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a 200mm calcified lesion in the patient¿s left center anterior tibial artery. Strong calcifications were reported. Artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Balloon was inflated with syringe. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Deflation difficulties were reported, no issues were noted during inflation. No damage was noted to the balloon catheter. Deflation took time at target site. Deflation issues discovered following first inflation and there was no response when deflation was performed. Deflation was made several times and after a few minutes device eventually deflated. After deflation was completed over time, the device was removed, no intervention required to remove device and was safely removed from the patient. The procedure was completed as normal. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was flushed, and a 0.014¿ guidewire loaded. The balloon was inflated to nominal pressure of 8atms, and then deflated without issue. The balloon was then inflated to rated burst pressure (rbp) of 14atms, and then deflated without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.